Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer reverted to manual insulin therapy. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.